Event description:
It was reported that a patient was inappropriately shocked. Device interrogation revealed oversensing noise resulting in inappropriate shock and high defibrillation impedance on the right ventricular (rv) lead. Noise was reproducible with pocket manipulation. Device therapies were programmed off. The patient condition was stable.